Manufacturer narrative:
Investigation is underway to confirm the reported fault and to determine the root cause.

Event description:
The neopuff was put into operation in 2007, the biomed set the o2 flowmeter feeding the neopuff to 5l/min, wound the inspiratory pressure control knob and the maximum pressure relief control known fully clockwise, occluded the white cap of the patient t piece and measured the pressure. The minimum pressure should be 65cmh20, but the biomed was getting less than that. When the maximum pressure relief control knob was slowly turned anti clockwise the pressure reading increased to above 65cmh20 and then started to drop.